Event description:
Use of a vac in a cellulitis in the abdominal wall, 60 days in hospital, half abdomen mutilated. Patient loose 3 chemotherapy for ovary cancer. Machine stop working 4 hours then begun working and like that for 4 days. I was called to fix the problem.